Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for bleeding and a gastrointestinal disorder. A major bleeding event occurred in the upper gastrointestinal (gi) tract. The patient received a blood transfusion of 16 units or more. Their prothrombin time (inr) was 3.9 iu. The patients activated partial thromboplastin time (aptt) was 52 seconds and platelet count (plt) was 16.1 ×104/. The patient received transfusion and medication as treatment. It was noted that the patient was on anticoagulant therapy (warfarin and aspirin) at the time of event. The cause of the bleeding was due to presence of lesions or history of disease at the bleeding site that had promoted the bleeding. Hemorrhagic polyps were present at the gastric angle and below the esophagogastric junction. They remained admitted until on (B)(6) 2025. The causal relationship with the device was reportedly not related.

Manufacturer narrative:
Section a4: patient weight corrected. Section d4: model/catalog numbers corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including bleeding, associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.